Event description:
In an attempt to fix a bone graft to the opening site after a craniotomy, three screws broke. No adverse consequence to the pt was reported.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this type of failure is due to torsional overload. Failure reasons related to material or mfg were not detected.